Event description:
A customer reported a malfunction on a pump with a specific malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue recurred. The customer acknowledged and understood the instructions.